Event description:
It was reported that the ilet user experienced a low blood glucose of 78 mg/dl, paused the ilet, ingested carbohydrates, then un-paused and observed subsequent hyperglycemia to 300 mg/dl followed by 390 mg/dl. The user paused the ilet again due to concern about 14 units of insulin on board despite guidance to resume insulin delivery. Symptoms included hyperglycemia. Outcomes included no alarms and no hospitalization. Investigation included agent-led troubleshooting and education regarding management of low blood glucose, insulin on board, and the importance of resuming automated insulin delivery during hyperglycemia. Investigation of this case revealed user-initiated pauses of insulin delivery and overtreatment of hypoglycemia, with device function otherwise not indicated as impaired. It was concluded, based on previously established findings for similar reports, that the cause was user decision-making and use error related to hypoglycemia overtreatment and suspension of insulin delivery during hyperglycemia.